Event description:
It was reported that the catheter had been placed for obstetric use and during removal, resistance was encountered. The physician indicated that when applying excessive force during catheter removal, it separated. The retained portion was removed under general anesthesia. There were no further complications.